Manufacturer narrative:
(B)(4).

Event description:
It was reported that far p-wave and t-wave oversensing were observed during a normal post-operation check. Programming changes were recommended. The patient was asymptomatic and will continue to be monitored.